Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) have been returned and are currently under evaluation. There is no information available at this time to suggest a device malfunction.

Event description:
A us distributor contacted zoll and reported that a (B)(6) patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was home alone at the time of the event. The patient was found by a nurse unconscious at home and the device was alarming. The nurse initiated CPR. The lifevest delivered a treatment at 17:09:36. The patient was in asystole with intermittent cardiac activity at the time of the treatment. The intermittent cardiac activity contributed to the false detection. The post-shock rhythm was variable amplitude vf, and the patient subsequently degraded back to asystole. CPR artifact was evident at approximately 17:12:28. The electrode belt was disconnected at 18:48:52. There is no indication that the lifevest treatments during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments. No deficiencies were alleged against the lifevest.